Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due difficulties charging the implantable pulse generator (ipg) and magnetic resonance imaging (MRI) preferences. The ipg pocket was situated in the flank area, with no observed rotation of the device within the pocket. Additionally, the ipg was not repositioned during the procedure. Premature battery depletion has been ruled out. Efforts were made to re-educate the patient on charging techniques, and changes in patient weight or ipg depth are believed to have contributed to the issue. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was retained by the facility and will not be returned for analysis. Postoperatively, the patient was doing great.